Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿femoral implant design modification decreases the incidence of patellar crepitus in total knee arthroplasty¿ by j. Ryan martin, et al, published by the journal of arthroplasty (2017), vol. 32, pp. 1310-1313, was reviewed. The purpose of this article was to perform a statistical analysis of the incidence of patellar crepitus after primary tka using a pfc sigma or attune. Implanted depuy products: 1165 pfc tka and 728 attune tka. There were an unknown number of both systems implanted with a patellar component. There were 370 attune fixed bearings and 358 attune rotating platforms. The manufacturer of the cement is unknown. Results: there were no revisions noted within this study. 8 incidences (4 attune and 4 sigma) of crepitus treated with arthroscopic or open debridement of fibrotic tissue. There were no reported product problems and all components were retained. There were 106 reports of postoperative crepitus (2 attune and 104 sigma) requiring no intervention. There was insufficient information provided to determine the root cause of the joint crepitus. Impacted products: there we no reported product problems with the implanted tka components. Unknown femoral component (8), unknown patellar component (8), and attune rotating platform (4): joint crepitation and surgical intervention. "